Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Section e1: initial reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that scratches were observed on the lens (model dib00 / 20.5, lot number 3629712529) upon opening the product packaging. The lens did not come into contact with the patient¿s eye, and there was no patient involvement. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 06 march 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the preloaded cartridge was received with the plunger rod fully retracted and with the lens taped to it. Viscoelastic residue was observed throughout the cartridge. Stress marks were observed on the cartridge tip; the cartridge tip was slightly deformed and the cartridge was damaged. No issues were observed with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned; a scratch was observed on one lens half. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review shows that the product was released within specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.